Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) error message upon powering up was confirmed based on the event log review but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection, unrelated to the reported complaint, the pump lid was loose. The probable root cause of the observed damage is user mishandling; however, wear and tear cannot be ruled out due to the age of the console. The console is 6 years old and was manufactured in december 2016. Also unrelated to the reported complaint, the handle, cord hook, pan drip, and prime switch cover were missing. The probable root cause is mishandling. The handle, cord hook, pan drip, and prime switch cover will be replaced, and the loose pump lid will be fixed to remedy the issues. Event log data review was performed and revealed tcmid:06 around the event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The console successfully passed the functional test, ce system test, and five days of burn-in test without any issues. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The thermogard xp ivtm system sn(B)(6) displayed tcmid:06 (ce post failure) error message upon powering up. The customer rebooted the system, but they were unable to clear the error. An alternate method (artic sun) was used to continue treatment. No impact or consequence to the patient.